Event description:
Patient reported obtaining back-to-back blood glucose results of 148 mg/dl and 333 mg /dl, while using the suspect device. Pateint did not indicate if any action was taken based on these results. No pt injury was reported. Quality control testing has not been performed on the system. No product was returned to the MFR for evaluation.